Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and releasing to the customer for use.

Event description:
The customer reported there was no xray and the image on the monitor was moving the c-arm. No pt injury was reported.